Manufacturer narrative:
Catalogue number unknown at this time. Device description reported as unknown right scorpio knee. An evaluation of the device cannot be performed as the device remains implanted. Additional information was requested and if it becomes available, the evaluation summary will be submitted in a supplemental report.

Event description:
It was reported that the patient has been experiencing pain since having surgery in 2011. Patient is reporting that the knee feels very tight and it pops and cracks. Patient also has to manipulate the knee in order for it to loosen up. Patient has had 2 cortisone injections and been to see a massage therapist to help with the pain.